Event description:
It was reported that during the operation, the foley catheter was left in place, and the next day, a crack was found at the base of the catheter near the two-way valve, resulting in urine leakage. This was the second case to occur this week.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.